Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc breast implant and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 06/27/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered leakage at the valve. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that upon removal on (B)(6) 2018, it appeared as though there was some in-growth of tissue into the area of the valve. No rent was seen. The replacement device was a mentor saline breast implant of unknown type. The patient was in a good condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that he device history record (DHR) for the lot number 7362481 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that upon removal, it appeared as though there was some ingrowth of tissue into the area of the valve. No rent was seen. The replacement device was a mentor saline breast implant of unknown type. The patient was in a good condition after the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/23/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement device was saline mentor smooth round moderate profile 300cc. Manufacturer¿s reference number: (B)(4).